Manufacturer narrative:
The suspect device, a prolieve thermodilatationkit (catheter)was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bhp) procedure six days prior. The patient was an adult male of unknown age and weight. It was reported that at 20 minutes the water pressure decreased, they tried to increase it. They were unable to sustain water pressure enough to run the machine. There was water in the water cartridge. Patient condition is noted as "fine".